Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, after the user was shuttling the sealant down of a 6/7f mynxgrip vascular closure device (vcd), they went to bring the sheath back up and met very strong resistance. They then lost hemostasis with the balloon, the balloon was taken down, and the mynx was taken out. The procedure was completed with manual compression. There was no reported patient injury. The user is in training with the mynx device. It is believed to have been used with a 6f cordis avanti plus sheath. The femoral puncture site had mild scarring. The vessel diameter is believed to have been at least 5mm. There was mild vessel tortuosity and mild presence of pvd / calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal and there was no visible bent/damage in distal end of the balloon shaft after removal. The stopcock of the introducer sheath was not opened prior to shuttle down. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, after the user was shuttling the sealant down of a 6f/7f mynxgrip vascular closure device (vcd), they went to bring the sheath back up and met very strong resistance. They then lost hemostasis with the balloon, the balloon was taken down, and the mynx was taken out. The procedure was completed with manual compression. There was no reported patient injury. The user is in training with the mynx device. It is believed to have been used with a 6f cordis avanti plus sheath. The femoral puncture site had mild scarring. The vessel diameter is believed to have been at least 5mm. There was mild vessel tortuosity and mild presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The sheath was not kinked/bent upon removal and there was no visible bent/damage in distal end of the balloon shaft after removal. The stopcock of the introducer sheath was not opened prior to shuttle down. The device will not be returned for evaluation. The reported event ¿sealant-device deployment jam¿ could not be confirmed as the device was not returned for analysis. The cause of the failure experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, since it was reported that the stopcock of the sheath was not opened prior to shuttling down, the issue could have been due to user error/handling. It should be noted that failure to open the procedural sheath stopcock during shuttling down step can result in a premature swelling of the sealant since the blood is trapped inside the sheath due to the tight seal if the user is providing temporary hemostasis with the balloon. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up, which increases its profile. During the unsheathing step after shuttle advancement, the moistened sealant can cause resistance and prevent the procedural sheath from being retracted during the procedure. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the information available for review, there is no indication that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.